Event description:
It was reported the rf (radio frequency) head is broken. The rf head was returned for repair. No patient involvement or complications were reported.

Event description:
It was reported the rf (radio frequency) head is broken. The rf head was returned for repair. No patient involvement or complications were reported. Follow-up information received reported the nurses were having trouble interrogating devices without manipulating the position of the rf head.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report that the rf (radio frequency) head was broken. The rf head was unable to interrogate and uplink tests out of specification. The rf head cable found damaged; internal twists in the cable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.